Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user. Initial reporter address - line 1: (B)(6).

Event description:
Canada customer reported that cell line controls stained incorrectly. Patient slides stained appropriately. The field service engineer (fse) inspected the instrument and replaced the aspiration and dispense check valve which resolved this malfunction. The customer is repeating the test on a different autostainer. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.